Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump's black box data showed continual rebooting following a replace battery alarm on 07/24/2015. Low battery voltage was observed and there was no indication that the battery was changed. There was a battery compartment crack on the side of the battery compartment from the threads traveling down along the bumper to the case seal. The battery cap had stripped threads and could not securely attach to the pump. With a test battery cap, the pump was exercised for 24 hours with no further power interruptions duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.